Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a pipeline flex with shield stent that failed to open at the distal end. The patient was undergoing a procedure for flow diversion treatment of an internal carotid artery (ica) unruptured saccular aneurysm. The aneurysm max diameter was 4.7mm and the neck diameter was 4mm. The distal landing zone was 10mm and the proximal landing zone was 5mm. Patient's vessel tortuosity was moderate. It was reported that the pipeline and all accessory devices were prepared as indicated in the instructions for use (IFU). When the pipeline was less than 50% deployed, it was noted that the distal end failed to open, event after unsheathing 7-8mm of the stent and despite using the wire to try and push the stent open, it would not. The pipeline was no positioned in a bend. The pipeline was resheathed 2 or less times. No other steps or devices were used to open the pipeline which was resheathed with the microcatheter and removed from the patient's body. The pipeline was replaced to complete the procedure successfully and post procedure angiography results were good. There was no harm or injury to the patient associated with this event.

Manufacturer narrative:
Product analysis as found condition: the pipeline flex shield braid was returned for analysis inside a sealed biohazard bag and a shipping box. The pipeline flex shield pusher wire was not returned. Damaged location details: the pipeline flex shield braid distal end was not open and frayed, while the proximal end was open and frayed. No other anomalies were found. Testing/analysis: n/a conclusion: based on the reported information and device analysis, the customer¿s ¿failure/incomplete to open at distal¿ report was confirmed, as the distal end of the returned pipeline flex shield braid was not open and frayed. However, the cause of the failure to open could not be determined. Possible causes of failure to open include vessel tortuosity, damaged braid, or deployment of the braid in the vessel bend. The customer indicated that vessel tortuosity was moderate and that the braid was not positioned in a vessel bend, which rules out those two potential causes. It is possible that the damaged braid contributed to the failure to open. Damage to the braid can occur due to over-manipulation, deployment technique, advancing or retracting the delivery wire against resistance, or deploying/re-sheathing the braid against resistance. However, the cause of the braid damage could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. There was no friction or resistance encountered during the delivery or positioning of the pipe line device. The cause of the failure to open was not determined; the device simply resisted opening distally despite the use of various troubleshooting methods.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.